Event description:
Related manufacture reference number: 2017865-2024-33293. It was reported that the patient's atrial lead exhibited under-sensing and right ventricular lead exhibited high capture threshold. No interventions was performed. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147393.